Event description:
Related manufacturing ref: 3008452825-2022-00442. During the procedure, the catheters became entangled with each other. While mapping in the right atrium, the hd grid catheter went into the right ventricle (rv) and the rv catheter (jsn) went through the opening between the splines of the hd grid catheter. The physician was unaware that the rv catheter went through the splines and pulled the hd grid catheter back into the sro sheath to remove it. When doing so, the jsn catheter was pulled into the sheath and pulled harder to remove hd grid. Fluoroscopy revealed the jsn catheter was doubled over and sticking out of the top of the sro sheath. Both catheters were stuck in the sheath. Tech services was contacted and while on the phone, the physician pushed and the two catheters finally came out the distal end of the sro and was able to remove the jsn, then the grid. Both catheters were intact, but bent. There was no harm to the patient and the procedure was completed successfully.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported entanglement remains unknown.